Event description:
Nuclear medicine tech was injecting nuclear isotope and the IV extension set leaked. Upon review of the extension set, it was found to be defective - cracked at the connection site. Lot juctf090 removed from service.